Event description:
It was reported that the surgeon was injecting a competitor's lens and the trailing haptic was torn off. The incision was enlarged to remove the lens and another same type lens was implanted. Sutures were required to close the wound. The reporter stated the cause of the trailing haptic tearing off was possibly due to a combination of a thicker iol and the indigo-p injector.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.